Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 721 mg/dl with high ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer to obtain release date, but no response was received.